Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the motor device overheated. There was a five minute delay to the surgical procedure. A spare device was available for use. The surgical procedure was completed with no further issues. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device which found that the device was making loud unusual noise and overheated in one minute (121.5 degrees in one minute should be less than 118 degrees in ten minutes). It was also observed that the driveshaft was broken causing the noise and overheating. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear from use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.